Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the reload firing was unexpectedly slow on the tissue and also stopped in certain areas, unable to advance further. There was no reinforcement material used. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The last known patient status is discharged with no complications

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation with engineering of one device opened by the account. Visually, there were no abnormalities noted for the adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 15 autoclave cycles for the adapter. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into a pmv handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The pmv reload was then fired fully articulated left on indicated foam test media. The reload cut cleanly on the appropriate test media and the staples deployed and were placed properly. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The adapter was then investigated concurrently with r+d engineering. The adapter was paired with the powered handle and fired on the engineering a1 fixture. When fired on the a1 fixture, the device continually stalled in cardinal zones, but would not enter slow mode before stalling. An increasing pad analysis was then performed concurrently with plant engineering. The adapter was able to complete a fully articulated left firing on three pads of test foam media, which is slightly over indicated tissue. However, when the pads of test foam media were increased, the device continued to stall in cardinal zones and did not enter slow mode. The unit was fired three times and was not able to obtain a maximum firing force reading due to the detection of end stops prior to entering excessive load mode. The unit was then evaluated by means of increasing pad analysis on and was able to fire reloads up to the double indicated range for the reloads. The unit was evaluated for any assembly issues that may present a spike in firing force that would trigger premature end stop detection however all components were present and properly assembled. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.